Manufacturer narrative:
Tech told the account to replace the head up valve. No further info is available on the repair of the bed at this time.

Event description:
The account alleged the head up function will not work. No pt impact.